Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review could not be performed since a lot number was not provided. A review of the device history record could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of 47 reports, regarding 48 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6)2022 during a robot-assisted total laparoscopic hysterectomy procedure when it was reported ¿a hospital staff member who discovered that the tip of the trocar was missing during surgery asked the distributor if it would show up on CT, but they answered that it did not show up. When the distributor visited the facility to check on the situation, it was confirmed that tip chipping was discovered in an ongoing gynecological case. Although the recorded video was rewound and checked, no damage was found during insertion, and it seems that it was chipped for some reason during the surgery.¿ there was no injury or impact to the patient. An alternate same device was used to complete the procedure. Further assessment found no medical/surgical intervention or prolonged hospitalization was reported. The fragment was recovered from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.